Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 200 mg/dl at the time of incident. Customer¿s parent stated that the insulin pump alarmed button error even after the battery has been changed. No significant events leading to button error were observed. Button error troubleshooting was performed and stated that the insulin pump was not exposed to a change in altitude and unable to confirm if the time is advancing. The customer¿s parent was advised to have the customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit received with unresponsive keypad noted due to corroded traces. Unable to performed displacement, rewind, seating and basic occlusion due to keypad unresponsive anomaly.